Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left knee was revised due to mid-flexion instability. Tibial baseplate (implanted 2012) and insert (implanted 2015) were revised. Femoral component remained in patient.

Manufacturer narrative:
An event regarding instability involving a triathlon baseplate was reported. The event was confirmed by a clinician through a medical review comment. Method & results: -device evaluation and results: not performed as the product was not returned for evaluation. -medical records received and evaluation: the records as such confirm the instability problems for both 2015 and 2018. An exact cause for the problems was however not provided. Most of the reports deal with the technicalities of component exchange or physical examination of the unstable knee. As such it appears that the posterior cruciate ligament was unstable in 2015, requiring the conversion to ps, while probably not all problems were solved in 2015 because in 2018 still mid flexion instability was present requiring exchange to ts with a new stemmed baseplate. Between the lines, one could read that problems with component position played a dominant role in both failures. Mid flexion instability is often caused by excessive posterior tibial slope of the baseplate but there are unfortunately no x-rays to evaluate this. More in general, early revision due to instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. There is unfortunately however no clear evidence for any such problems in this case. Instability problems really require x-rays to understand the problem and the relationship between component position with regard to the patient¿s knee anatomy. Even though it is quite likely that procedure-related factors regarding suboptimal component position and/or choice represent the majority of the problems in this patient, factual evidence is missing and as such can this case not be solved with an adequate level of evidence. X-rays are required to solve this case. Still. Instability is not associated with device-related problems. Instability is a "soft tissue¿ problem of the structures around an arthroplasty that is determined by the size, position and other geometrical aspects of the implanted devices in relationship to the anatomy and ligament space of the knee and has no relationship at all with the specific device properties as related to manufacturing or materials composition. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinician indicated the records as such confirm the instability problems for both 2015 and 2018. An exact cause for the problems was however not provided. Most of the reports deal with the technicalities of component exchange or physical examination of the unstable knee. As such it appears that the posterior cruciate ligament was unstable in 2015, requiring the conversion to ps, while probably not all problems were solved in 2015 because in 2018 still mid flexion instability was present requiring exchange to ts with a new stemmed baseplate. Between the lines, one could read that problems with component position played a dominant role in both failures. Mid flexion instability is often caused by excessive posterior tibial slope of the baseplate but there are unfortunately no x-rays to evaluate this. More in general, early revision due to instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. There is unfortunately however no clear evidence for any such problems in this case. Instability problems really require x-rays to understand the problem and the relationship between component position with regard to the patient¿s knee anatomy. Even though it is quite likely that procedure-related factors regarding suboptimal component position and/or choice represent the majority of the problems in this patient, factual evidence is missing and as such can this case not be solved with an adequate level of evidence. X-rays are required to solve this case. Still. Instability is not associated with device-related problems. Instability is a "soft tissue¿ problem of the structures around an arthroplasty that is determined by the size, position and other geometrical aspects of the implanted devices in relationship to the anatomy and ligament space of the knee and has no relationship at all with the specific device properties as related to manufacturing or materials composition. The exact cause of the event could not be determined as insufficient information was provided. Further information such product return, pre and post operative x-rays, as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left knee was revised due to mid-flexion instability. Tibial baseplate (implanted 2012) and insert (implanted 2015) were revised. Femoral component remained in patient.